Manufacturer narrative:
The quality investigation is complete. D4: full UDI is not available due to missing catalog and lot number.

Event description:
Received at the manufacturer, a broken router, with signs of use. No other information available.